Manufacturer narrative:
Per additional information received on (B)(6) 2023, patient underwent bilateral capsulectomies, and bilateral replacements as follow: l/ cat: 3505004bc, sn: (B)(6), r/ cat: 3505004bc, sn: (B)(6). The ultrasound examinations also confirmed the left side deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on aug 30, 2023. Device evaluation completed on aug 31, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient who underwent a breast augmentation revision with a mentor memorygel, 400cc silicone implant experienced left-sided silent rupture postoperative. The issue was diagnosed through patients¿ symptoms and confirmed by the mammogram examinations. As a result, patient scheduled for removal on (B)(6) 2023.